Manufacturer narrative:
The c311 analyzer serial number was (B)(6). On 05-jun-2025, the field service engineer (fse) replaced the reagent and sample probe and adjusted the rinse water volume. The gear pump and rinse water outside wash were checked. A cell blank measurement was completed. A qc check passed, and precision testing was completed. The investigation is ongoing.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for cholesterol gen.2 (chol2) on a cobas 4000 c311 stand alone system. The initial result was 542.5 mg/dl. The sample was repeated twice, with results of 229.8 mg/dl and 223.3 mg/dl.

Manufacturer narrative:
Section d, device identification, was updated. Relevant fields of sections d and g were updated. The chol2 reagent lot number was 81703901 with an expiration date of 31-may-2025. No issues were identified during a review of the reaction monitor data. Qc was acceptable. The customer used a centrifugation time of 5 minutes at 3500 revolutions per minute (rpm). The results from a hardware performance check suggested issues. On 05-jun-2025, the field service engineer (fse) replaced the reagent and sample probe, checked the gear pump pressure, adjusted the rinse water volume, and checked the outside wash functionality of the rinse water. A cell blank measurement was performed. Qc was acceptable. Precision tests suggested issues with cell rinse functionality. On 01-jul-2025, the fse checked and cleaned a valve. The customer has not complained of any further issues. A general reagent issue can be excluded as qc was acceptable. The centrifugation time of 5 minutes may be too short, suggesting preanalytical handling issues. Based on the information provided, the specific root cause could not be determined.